Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that right ventricular (rv) lead was explanted due to an unknown reason. No additional adverse patient effects were reported.